Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported the reason the implant was replaced was due to a fall, which caused his spine to shift and moved the implant. After the fall, he felt stimulation in his abdomen and his whole stomach would jump. The device was turned off until it was replaced in (B)(6) 2016. He was told after the replacement surgery that the surgeon found an abandoned lead from a prior system and believed it was still implanted. He had met with the representatives four times for reprogramming since replacement.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type lead; product ID 37713, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type implantable neurostimulator; product ID 3888-45, lot # v195596, product type lead; product ID 3888-45, lot # v402917, product type lead; product ID 37713, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type implantable neurostimulator. (B)(4) -coming out of anesthesia groggy.

Event description:
The manufacturer representative (rep) reported that the patient had been in a car accident in (B)(6) and then had a subsequent fall as a result of the car accident. The first time the patient experienced stimulation in the stomach was following the car accident, back in (B)(6) 2016, ¿(B)(6) or whenever I fell.¿ the patient noticed that after the fall, the lead had moved. A computerized tomography (CT) scan was done and determined that the device shifted/moved and it was in his abdomen. They turned it off. The patient did not know if it was the ins or the lead that had shifted. Prior to the case, x-rays had been taken and confirmed that the lead had moved laterally. The rep noted having been notified on the day of the case, (B)(6) 2016, that a revision would be taking place. A complete revision was performed. The patient was implanted with two new leads and an implantable neurostimulator (ins). The ins was replaced prophylactically to prevent another surgery in a few years. It was later reported that the ins was replaced during surgery, and whenever it was turned on at the implant surgery, the patient could feel it in his stomach. The patient was groggy coming out of anesthesia. Following the revision, the patient was experiencing great coverage with stimulation; the issue was reported to be resolved. Immediately post-operatively, the patient was not feeling stimulation in the stomach. However, when the implant was put in, the patient was in a lot of pain and they turned the device off. The pain started in 2016. The patient was still having pain, but noted that it had only been two weeks since surgery. Additionally, however, it was noted that one 1x4 lead was removed with this system, but one 1x4 lead remained implanted as a previous surgeon cut it and had not removed the remainder. The surgeon determined that it was too risky to dissect down and try to find the remaining quadripolar lead during the case. The patient noted experiencing stimulation in an undesired location, feeling it in the stomach sometimes. Stimulation was on and the patient was experiencing it in the stomach. On (B)(6), the patient met with the rep and spent one to one and a half hours trying to program it and got it as best the rep could. The patient did not know if anything else could be done. Stimulation in the stomach was not as strong as it had been. The patient noted that the rep had said that stimulation in the stomach may correct itself once the patient heals a little more, but that the health care professional (hcp) indicated that reprogramming was needed. The patient was upset he was getting two different answers. This was noted to be a sudden change in symptoms/ therapy. It was later reported that on (B)(6) 2016, in an attempt to reduce stimulation in the stomach programming changes were made. The cause was unknown as the leads were in the midline/posterior location. The rep did not know where the pain that the patient was complaining of was. The patient was being sent back to the surgeon for further evaluation; however an appointment date was not yet set. Stimulation was noted to be helping the leg and back pain which was the reason for the initial implant. Indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.